Event description:
Healthcare professional reports right side seroma and capsular contracture, baker grade I-ii. The device has irregular contours. Additionally, healthcare professional reports abscess. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
The event of abscess is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reports the capsular contracture is baker grade I-ii, and immunohistochemistry shows findings "consistent with abscess".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reports right side seroma and capsular contracture, baker grade unspecified. The device has irregular contours. The device remains implanted.